Event description:
It was reported that the patient never had therapeutic effect. The patient had a revision done in the past. No details regarding the revision were available. Additional details regarding the revision were requested from the patient's physician. If additional information is available, a follow up report will be sent.

Event description:
Additional information was received on (B)(4) 2012 that indicated the patient still had concerns with his device or therapy but was working with his physician. The patient had appointments on (B)(6) 2012 and was scheduled to meet again on (B)(6) 2012. Information was received from the patient's physician on (B)(6) 2012 that indicated the patient underwent a revision due to lead migration. It was noted that the lead was found to be cephalic to the cervical spine. The patient outcome was reported by the physician as "non-serious illness/injury." If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3778-60, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Anchor model 3550-39, lot: n299078, implanted: (B)(6) 2011, explanted: na. Plug/boot model 3550-29, lot: n293627, implanted: (B)(6) 2011, explanted: na. Programmer 37743, serial (B)(4).